Manufacturer narrative:
Date sent to the FDA: 11/21/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an arterial bypass procedure on (B)(6) 2013 and suture was used. Three day post operative, the patient hemorrhaged. The patient was taken to the operating room for emergency surgery on (B)(6) 2013. During the procedure, it was noted that the suture was broken. The patient has since recovered and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.